Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device had been working ¿some¿. They stated that during the trial, their pain relief was about 80 percent, but now the permanent implant was only giving them about 50 percent relief. The patient stated that they did feel stimulation, but they did not get enough pain relief. Prior to the call it was reported that the patient tried group a, b and c and tried to increase on each group. The patient communicated with their device on the call and the controller showed their stimulation was on. The patient was redirected to follow-up with their hcp to have their implant checked and possibly to have their settings changed. It was reported that the event occurred two days ago on (B)(6) 2018. No further complications were reported/anticipated.